Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. No other findings were noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the insertion tube on the evis lucera gastrointestinal videoscope was too stiff compared to other scopes after receiving the device back from repair. The issue was detected during reprocessing. The intended diagnostic gastroscopy procedure was completed with the same device and the evis lucera elite video system center with no surgical delay. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. In the suggested phenomenon of "stiffness of the insertion section", it was determined that there was no significant difference between the subject device and other devices. Therefore, this event was considered to be not confirmed, and no further presumption of cause could be established on the user's suggested phenomenon. Olympus will continue to monitor field performance for this device.